Manufacturer narrative:
Additional information was received 23-oct-2024. Adverse event "increased dyspnoea" has been reassessed to "sick sinus syndrome". On (B)(6) 2024, patient experienced sick sinus syndrome categorized as severe and serious as defined by prolonged hospitalization with an admission date of (B)(6) 2024 and a discharge date of (B)(6) 2024. Relationship to study device is not related and relationship to the index study procedure is possible. The event was expected/anticipated. The outcome is recovered/resolved. Intervention was medication, pacemaker implantation and "other" (plasmalyte 500cc + kalium 30meq). In addition, on 28-oct-2024 additional information was received that the event was expected/anticipated. Therefore, added to h 6. Health effect - impact code ¿surgical intervention (f19)¿ and removed from h6. Health effect - clinical code "dyspnea (e0717)" and dizziness (e0112)". Additional information was received on 23-oct-2024 stating to remove the patient experience of vertigo as it was inactivated result of the diagnosis of sick sinus syndrome. Additional information was received on 24-oct-2024 stating to remove the patient experience of palpitations as it was inactivated as result of the diagnosis of sick sinus syndrome. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
During a clinical trial, it was reported that a patient underwent an atrial fibrillation (afib) index cardiac ablation procedure on (B)(6) 2024 under general anesthesia with a qdot micro catheter and experienced dyspnea, vertigo and palpitations (arrhythmia). On (B)(6) 2024, patient experienced increased dyspnea. Categorized as moderate and not serious. Relationship to study device is not related and relationship to the index study procedure is possible. The outcome is recovering/resolving. Intervention was medication. On (B)(6) 2024, patient experienced vertigo categorized as severe and serious defined by in patient or prolonged hospitalization with an admission date of (B)(6) 2024 and a discharge date of (B)(6) 2024. Relationship to study device is not related and relationship to the index study procedure is possible. The adverse event is expected/anticipated. The outcome is recovering/resolving. Intervention was medication and "plasmalyte 500cc + kalium 30meq" on (B)(6) 2024, patient experienced palpitations categorized as severe and serious defined by inpatient or prolonged hospitalization with an admission date of (B)(6) 2024 and a discharge date of (B)(6) 2024. Relationship to study device is not related and relationship to the index study procedure is possible. The adverse event is expected/anticipated. The outcome is recovering/resolving. Intervention was medication.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31098432l and no internal actions related to the complaint was found during the review. If the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).